Event description:
Defective glove was cause of contamination. A change remark by dr about "cheap gloves." When questioned, dr stated " always rip". Further questioned, "2 out of 3 rip." 2 lots inuse examined by r.n. First glove ripped between fingers and wrist. Second glove ripped in the same area. Third glove did not rip but when stretched larger than for normal use, small holes noted along line of defect on palm. One package of gloves did not show any lot or expiration date.